Event description:
Medtronic supplies an android app to connect to its minimed 780g continuous glucose monitoring device (https://play.google.com/store/apps/details?ID=com.medtronic.diabetes.minimedmobile.us). If you sort the reviews there by most recent you will see that the connection between the continuous glucose monitor and the app is highly unstable and requires a lengthy coordinated handshake between the continuous glucose monitor and app to reestablish connection (pairing). If you need the greater volume of the app on a phone to alert a somewhat deaf person at night upon high or low sensed glucose level, you cannot count on the app ever actually being connected when needed. This could lead to severe injury or death that could have otherwise been prevented. Medtronic seems to have not address this months-old problem, even though it should be almost trivial to solve (no other continuous glucose monitor app or app of any kind seems to have this problem). According to medtronic's statements in the reviews, it considers the app to be "medical software".